Manufacturer narrative:
(B)(4). A review of the device history record has been completed. No deviations or non-conformances noted. The events of capsular contracture, lymphadenopathy, and seroma-late are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown, lymphadenopathy, and seroma-late.

Event description:
Patient representative reported left side capsular contracture baker grade unknown, anxiety, depression, "mild fever", swollen lymph node in the left armpit area", "increased inflammation", "fluid from the capsules", and "sleep disorder" (non-device related). The device has been explanted.